Event description:
It was reported that the patient had the artificial urinary sphincter prb component removed as it stopped working approximately 3 months ago. A new artificial urinary sphincter pressure regulating balloon was implanted and the device worked perfectly. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient was still incontinent and the cuff was not filling. The patient outcome was reported that the patient was dry.